Manufacturer narrative:
This supplemental report is being submitted to provide additional information.the subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus india (omsi). The repair department of omsi replaced the power converter. It passed more than 11 years since the subject device was manufactured. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based upon the information, omsc surmised that the power converter deteriorated and became unstable due to long-term repetitive use. As a result, that lamp did not turn on due to insufficient power supplies to the electronic components driven by lamp.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that at the time of inspection before use, it was found that the subject device could not be turned the power on. There was no report of patient injury associated with this event. Olympus medical systems (B)(4) checked the subject device and found that the subject device could not be turned the power on due to the failure of the power supply unit.